Event description:
It was reported that an asymptomatic patient presented to operating room for device change out due to normal eri. Externalized conductors were observed. The electrical function of the lead was tested and high threshold was detected. Lead was capped and replaced.